Event description:
It was reported that the device was experiencing a constant "cassette not attached properly. Reattach cassette" alarm. The issue was discovered during testing, and no patient involvement was reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported issue. It was noted that th tampered seal label was missing. No external damage noted. A review of the event history log confirmed multiple occurrences of "high alarm displayed: cassette not attached properly" alarms. A function test of the device with a known working cassette confirmed and replicated the reported event. The downstream occlusion sensor was not operating as intended. The downstream occlusion sensor was replaced to address the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.